Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and ok button are intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects including worn keypad symbols. Investigation revealed that the keypad was peeling from the contrast to the ¿up¿ button. The ¿ok¿, ¿down¿ and ¿up¿ buttons were unresponsive while the contrast buttons was responding properly to presses. Upon removal of the keypad, contamination was found under all the button contacts and the ¿down¿ button contact was inverted. Unrelated to this complaint, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.